Manufacturer narrative:
Qn#(B)(4). The customer report of an incorrect lidstock/ pouch label could not be confirmed by visual inspection of the customer supplied photo. A full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Further investigation has been initiated under teleflex's quality system by the manufacturing site to further investigate this issue. However, further action was not required at the time of this report as the probable cause could not be confirmed based upon the information provided and without a sample. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "during the procedure, the nurse accessed the vein and inserted the 4.5 french glide thru peel-away sheath. When she picked up the catheter to insert it through the sheath, she found a double lumen 5.5 french PICC included instead of a single lumen PICC. She did not have another kit on her cart. She had to stay with her patient for over 30 minutes with the procedure 1/2 way done and wait for another nurse to get a catheter to her." No patient harm was reported. The patient's condition is reported as fine.

Event description:
The complaint is reported as: "during the procedure, the nurse accessed the vein and inserted the 4.5 french glide thru peel-away sheath. When she picked up the catheter to insert it through the sheath, she found a double lumen 5.5 french PICC included instead of a single lumen PICC. She did not have another kit on her cart. She had to stay with her patient for over 30 minutes with the procedure 1/2 way done and wait for another nurse to get a catheter to her." No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).